Event description:
It was reported by the pt the area around the stoma on the left side of the abdomen became red with small ulcers about a month ago.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Pt reports she went to the emergency dept and they prescribed nystatin cream which she used for one week. The wafer did not adhere well and was prescribed nystatin powder. The redness has not improved much. It was suggested to use stomahesive powder to help build a crust and protect the skin and deeper convexity. Current skin care consists of nystatin cream. Pt does not have box or lot number of product. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.